Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The pump passed rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No traces of moisture were found at electronic or motor assemblies per visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and battery out limit. The customer's blood glucose reading was 150 mg/dl. The customer stated the insulin pump was exposed to water. He stated the keypad was unresponsive and was unable to view the alarms. There was also fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.